Manufacturer narrative:
Device evaluation: the evaluation of the returned device confirmed the report of suspected pump thrombosis. Upon disassembly of the device, a small thrombus formation was found surrounding the inlet bearing cup and ball, obstructing less than 10 percent of the blood flow path in this location. The thrombus ring showed darker areas of denaturation and appeared to have been in the early stages of laminated layering, indicating that it developed around the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. In addition, two small, non-laminated red tissue-like depositions were found on two of the rotor blades. The structure of the depositions suggests that they did not originate on the rotor and initially developed in another location; however, their specific origins could not be conclusively determined. The depositions were not adhered to the rotor and did not show any evidence of denaturation, suggesting that they were not present in the pump for a prolonged period of time. Finally, examination of the proximal-side of the outlet stator revealed a large thrombus formation surrounding the outlet bearing ball and partially occluding the blood flow path through all three stator vanes. The darker areas of denaturation on the thrombus as well as the slight concentric contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported signs of hemolysis. The thrombi could have also created increased drag on the spinning rotor, contributing to the reported high pump power levels. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. (B)(6). Approximate age of device ¿ 2 years, 1 month. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after over 2 years of support, pump thrombosis was suspected due to high pump power levels and greatly increased signs of hemolysis. The patient¿s lactate dehydrogenase (ldh) level increased by six times the baseline. The pump was subsequently exchanged on (B)(6) 2017. No additional information was provided.